Event description:
It was reported that this brady lead was not implanted due to product performance anomaly and a new brady lead of a different model was placed. No adverse patient effects were reported.